Manufacturer narrative:
Pump was received with no button error alarm noted. The pump had no button response on act button due to corroded keypad traces. Unable to perform the displacement test, prime test, rewind and excessive no delivery test due to no button response. The pump had a severely scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.